Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse inspected and cleaned the fiber cables and found the patient side cart (psc) fiber port to be extremely loose. The fse tightened the port, resolving the reported issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The root cause for this case was identified as a loose fiber port on the psc. The fse tightened the fiber port, continued inspection and cleaning of the ports, and performed extensive testing. No errors occurred during the test drive or while the system was left on in normal mode for an hour.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system repeatedly displayed a fiber communication message. Troubleshooting isolated the issue to the fiber cable between the surgeon side console (ssc) and vision side cart (vsc). The technical support engineer (tse) instructed the customer to clean the fiber cable, after which the system was able to restart following multiple failed attempts. The customer did not have a spare blue fiber cable available. The customer later called back after swapping the fiber connections. The system remained stable for approximately 10 minutes before faulting again. The procedure was aborted with no report of patient involvement or patient injury.